Event description:
The account alleged the head of the bed will not lower electrically or with cardiopulmonary resuscitation function. No patient impact.

Manufacturer narrative:
The technician found the dampener for the cardiopulmonary resuscitation is bent. The technician replaced the cardiopulmonary resuscitation dampener to resolve the issue.